Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not yet been received.

Event description:
A hospital reported that the ear thermometer allegedly provided a low temperature reading for a 35-year-old patient who had presented with fever and discomfort. The patient measured an axillary temperature of 39.3°c using a self-provided mercury thermometer. Subsequent measurements taken by nursing staff using an ear thermometer allegedly showed a highest temperature of 37.6°c. The patient requested to be discharged. No additional information was provided regarding the patient's diagnosis or outcome. The only information available is that a temperature discrepancy occurred, and the device was reported to have given a low reading. Kaz USA, inc. Has requested that the product be returned to our company for testing.